Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an air bubble in customer's reservoir. Customer was advised to prime the air bubble out. Customer used the transfer guard to get the air bubble out and refilled. Customer was advised just prime it out next time. Customer was told to monitor the issue and call back if needed. Customer stated the reservoir does not look damaged. Customer's blood glucose is 8.3 mmol/l. Nothing further reported.